Event description:
The lifecor patient service representative (psr) of a patient called customer support to state that, the response buttons on the patient's monitor were not working. Psr replaced the monitor.

Manufacturer narrative:
Device evaluation of monitor has been completed. The defective response button problem was confirmed. When the button was depressed it would not trigger a response. This was due to the cable being pulled from the pins inside the alarm module. The root cause of defective cable has not been determined to this date. The monitor was repaired. No adverse event resulted from the faulty response buttons. The patient received a replacement monitor.